Event description:
It was noticed from an express remote monitor transmission that there were two undersensed atrial events seen on one episode. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable biv defibrillator (B)(6) 2011; 6945-65 implantable defib lead (B)(6) 2000; 419678 implantable pacing lead (B)(6) 2011. (B)(4).